Manufacturer narrative:
(B)(4). Mfg site name - freudenberg medical. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a previous prolapse repair cystocele stage iii procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached and was retrieved during capio fixation on the first pass. The procedure was completed with another uphold¿ lite. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the dart on the blue dilator was missing and not returned. Analysis revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a previous prolapse repair cystocele stage iii procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached and was retrieved during capio fixation on the first pass. The procedure was completed with another uphold¿ lite. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.